Manufacturer narrative:
Additional information: product analysis:macroscopic and optical examination revealed thread crest and flank damage; this damage appears to be consistent around the damaged portion of the thread. Functional evaluation with sample m8 mas head found the set screw unable to be fully engaged. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported by sales rep that the patient underwent surgery due to fracture of lumbar vertebra. During the surgery, physician found one set screw slipped. The surgeon change products timely to complete the surgery. The current status of patient is overall well. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.